Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following surgery, the patient experienced that the vision was never crisp even with full correction. The clinical reason for the explant was documented as the patient was not satisfied with the visual outcome. The iol was replaced with an advanced technology intraocular lens (atiol). As a result, the intraocular lens (iol) was explanted 7 months and 26 days after the initial implant procedure. Additional information has been requested but is not available at the time of this report.